Event description:
When a ge healthcare field service engineer (fse) was installing an innova 2100-iq, the system could not be turned on. The fse was troubleshooting the system and reached inside cabinet 2 holding the test probe of the multi-meter in his right hand in order to get access to the connector between the main filter panel and the power distribution unit (pdu) cables. When he reached the connector he received an electrical shock due to a loose cable pin on the connector. He could free himself from the cable but received a second degree burn on his right thumb. He was admitted to the hospital for surveillance overnight and released the next morning.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. The manufacturing date is unknown at this time hence identification of the 510 (k) number to be included which directly supports this device is unknown.